Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 264 mg/dl. The customer stated that the buttons were unresponsive. The customer states that they received a message saying press key to unlock but it won't unlock. Scroll bar was not moving with no input. Also the up or down button may be stuck. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for the analysis.

Manufacturer narrative:
The insulin pump passed the self test and displacement test. All buttons functioning properly. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. (B)(4).